Event description:
Ventilator was switched from ac to external battery. It just stopped working - switched back to ac and nothing happened. Ventilator is completely dead at this time. Event occurred during testing of unit - no patient connected. No allegation of vent causing pt harm, no inop alarm activated.